Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 600 mcg/day) via an implantable infusion pump. It was reported that the patient presented to the emergency room (ER) and it was believed that the patient was getting "too much drug." They wanted to turn the pump down but did not have a programmer at the emergency room. It was noted the patient had a refill of their pump the day prior to the report. No further complications were reported. Additional information was received from the healthcare provider indicated that the patient was admitted to the emergency room with baclofen overdose, acute metabolic encephalopathy, altered mental status. Lethargy, alert, limp and drooling. It was reported that a MRI was taken to rule out an infection. The pump tubing was found to be retracted out of the spinal canal and bunched in the lumbar spine. It was reported that the pump dose was decreased by 10% in the emergency room but the issue was not resolved. The patient had to be seen again for an additional pump adjustment and the current dose was 100 mcg/day.